Event description:
The healthcare professional that during a thrombectomy procedure, after the microcatheter (unspecified competitor brand) was in place and the 5mm x 33mm embotrap ii revascularization device (et007533 / 21f194av) had been delivered to the target position and the thrombus was captured, the physician tried to retract the embotrap ii but the embotrap ii could not be retracted. It was found that the embotrap ii device was broken and the stent body was separated from the delivery device under imaging. The broken part of the stent remained in the patient¿s m1 segment. The physician tried to remove the stent with a guidewire without success. The physician then attempted to delivery another stent (unspecified competitor brand) to assist with the removal of the broken section of the embotrap ii device left in the m1; the physician also used a balloon guide catheter (unspecified competitor brand) for fragmentation of the thrombus at the m1, but all attempts failed. The physician ended the procedure and the patient was returned to the ward. The procedure was prolonged by approximately 2 hours.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (21f194av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformance's related to device manufacture or inspection. The separation of the embotrap ii distal tip while in patient could result in vessel damage, embolization, ischemia, or infarct, and/or the need for additional intervention. Withdrawal difficulty of the embotrap ii from the vessel could result in vessel trauma, vessel spasm, damage to the basket with the potential for release of emboli and subsequent ischemia or infarct and/or the need for additional intervention. The events required several additional surgical interventions in attempt to retrieve the stent body from the vessel, including the deployment of another stent-retriever (competitor brand) and a balloon guide cather (competitor brand). These attempts were ultimately unsuccessful; the procedure was completed with the embotrap ii stent body left in the patient and recanalization was not achieved. The severity of the event is currently unknown. In addition, the event resulted in a two-hour delay, which would be considered clinically significant. Therefore, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref.(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 19-aug-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. On 20-aug-2024, it was reported that multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. Updated sections. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: examination of the returned embotrap device identified damage and fracturing of the embotrap nitinol shaft component. A notch was also seen just below the fracture. The proximal coil and stent assembly (outer cage, inner channel and distal coil) were not present on the returned device. During manufacturing process, 100% tactile inspection is performed on all shafts prior to assembly, therefore it can be assumed that any defects present on the shaft would be found at this stage and rejected. The notch seen on the returned device was likely not present before the procedure. A sample dimensional inspection is done on the nitinol shaft prior to assembly. The DHR confirmed that all shafts included in this assembly were within specification. No issues found during sampling, at component level or a finished good. Visual inspection under magnification of the fracture point of the nitinol shaft showed signs of shearing in the region of the failure. Scanning electron microscopy (sem) analysis of the tip of was attempted however it was unable to get a clear picture of the fracture face. A review of the DHR confirmed that there was no CAPA or nonconformances associated with the lot (21f194av) and there were no issues noted during the assembly. This lot did however expire on the 14th of june 2024, this complaint unit was received on the 22nd of july 2024, so it is possible that this product was expired when used. As the product was at most a month expired, this is not thought to have contributed to the device failure. An anatomical recreation was not possible in this situation based on the limited information provided. Attempts to get additional information regarding the ancillary devices used or tortuosity were unsuccessful. Using a sample embotrap device it was attempted to test the tensile force required to break the nitinol shaft at the proximal bond using a zwick tensile tester. It was not possible however to break the shaft at this location, fracture occurred distally of this location at the proximal struts of the device. A magnitude of force 17.6n is extreme and beyond clinical use. Failure of the stent assembly occurred before failure of the bond or shaft as expected. Further recreations were done to see if excessive and repeated kinking of the shaft could cause the device to fail in a similar fashion. After repeated attempts well in excess of anything that would be expected during clinical use, the shaft fractured. The failure mode appeared to be similar to the damage seen on the returned device. It is unknown what caused resistance on device withdrawal. It is likely that extreme forces were in play. Potential cause of the complaint event is local vasospasm combined with tortuous anatomy, contributing to device resistance on withdrawal and resulting in device separation. Whilst the complaint event is confirmed, the root cause could not be determined. There is no indication that this complaint was as a result of a defect with the embotrap device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, d.1, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.